Event description:
Additional information received. Rep reported patient had an incident in the ER that required a scan about a month or two ago and was denied a scan because his device was od. Was able get a scan at a different location. Patient does not want a replacement and insurance won't pay for explant. Rep reported they met with patient to bring device out of od. Device was brought out of od successfully, optimized programming with new settings and patient was sent home. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Caller was aware of od back in (B)(6)-2020 but did not know it was reportable. This was a second od as patient could not keep device charged after going home the first time. Caller inquired about what documentation we can provide so that patient can have MRI's in the future without maintaining his ins. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. **refer to pe 704599006 regarding 1st od in (B)(6) 2020**

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they don't know if the ins is "fully discharged" but it does not work for the patient. The patient is going to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needs an MRI. The patient said that his ins battery is fully discharged and he is unable to recharge it. Pt reported ins is at eos. It was noted that a manufacturer representative had discussed that the patient's battery is "fully discharged."